Event description:
It was reported that the patient "didn't think pump is working at all." Patient's back had started hurting a week ago had got worse since, patient could not get out of bed. It was further stated that patient went into "withdrawal between saturday and sunday." Patient was on vicodin. Patient had not heard any alarms recently. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: unk, explanted: unk; pouch model: 8590-1, lot# n065308, im planted: (B)(6) 2006, explanted: unk. (B)(4).